Event description:
Pt called to complaint that "glue was not sticking." Towards end of conversation pt stated that a voice prosthesis "fell down his lungs last week." Pt stated he "had to go to the hosp, be put to sleep and a mechanical device be put down his stomach to retrieve the prosthesis." Pt stated "the prosthesis is fine and it is the glue's fault this happened." Pt is still using the prosthesis.